Manufacturer narrative:
Reported event of MRI related reset and problem associated with use in off-label MRI environment was confirmed. The device voltage was at end of life (eol) level upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Analysis of device image and field information indicated the device was restored from backup vvi mode in the field after exposure to magnetic resonance imaging (MRI). User manual states exposure to MRI is capable of inhibiting device operation. Functional testing was performed, and the device was found to be normal.

Event description:
Additional information was received that the device was explanted and replaced. The patient was stable.

Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi mode (bvvi) resulting in high-voltage (hv) therapy being disabled. The device is not MRI compatible. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable with no consequences.